Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included anemia, cholecystectomy, d & c and fibroid uterine enlarged. Concurrent conditions included hypertension, fibroids, menometrorrhagia, cramp in lower abdomen, libido decreased, ovarian cyst, menses painful, pelvic adhesions and abdominal adhesions. Concomitant products included hydrochlorothiazide, iron and medroxyprogesterone acetate (depo-provera). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems- conditions : depression") and anxiety ("psychological or psychiatric problems- conditions : mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, lysis of intra-abdominal + pelvic adhesions and hysteroscopic resection of endometrial polyp and hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2005, (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: endometrial polyp: negative for atypical complex hyperplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2016: fibroid uterus. Simple cyst left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia. Lot number: 12280978 manufacture date: 2005-03 expiration date: 2007-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area/chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included anemia, cholecystectomy, d & c and fibroid uterine enlarged. Concurrent conditions included hypertension, fibroids, menometrorrhagia, cramp in lower abdomen, libido decreased, ovarian cyst, menses painful, pelvic adhesions and abdominal adhesions. Concomitant products included hydrochlorothiazide, iron, medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems- conditions : depression") and anxiety ("psychological or psychiatric problems- conditions : mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, chronic"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, lysis of intra-abdominal + pelvic adhesions and hysteroscopic resection of endometrial polyp and hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2005, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: endometrial polyp: negative for atypical complex hyperplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2016: fibroid uterus. Simple cyst left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia. Lot number: 12280978 manufacture date: 2005-03 expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. New event: migraines / headaches, nausea added. Concomitant drugs added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area/chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included anemia, cholecystectomy, d & c and fibroid uterine enlarged. Concurrent conditions included hypertension, fibroids, menometrorrhagia, cramp in lower abdomen, libido decreased, ovarian cyst, menses painful, pelvic adhesions and abdominal adhesions. Concomitant products included hydrochlorothiazide, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In december 2005, the patient experienced depression ("psychological or psychiatric problems- conditions : depression") and anxiety ("psychological or psychiatric problems- conditions : mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, chronic"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, lysis of intra-abdominal + pelvic adhesions and hysteroscopic resection of endometrial polyp and hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2005, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: endometrial polyp: negative for atypical complex hyperplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2016: fibroid uterus. Simple cyst left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, menorrhagia. Lot number: 12280978 manufacture date: 2005-03 expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new event added - abdominal pain, chronic. Updated outcome of events pelvic/ abdominal pain from unknown to recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 12280978) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included anemia, cholecystectomy, d & c and uterus enlarged. Concurrent conditions included hypertension, fibroids, menometrorrhagia, cramp in lower abdomen, libido decreased, ovarian cyst, dysmenorrhoea, pelvic adhesions and abdominal adhesions. Concomitant products included hydrochlorothiazide, iron and medroxyprogesterone acetate (depo-provera). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems- conditions: depression") and anxiety ("psychological or psychiatric problems- conditions : mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, lysis of intra-abdominal + pelvic adhesions and hysteroscopic resection of endometrial polyp and hydrothermal ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2005, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: endometrial polyp: negative for atypical complex hyperplasia or malignancy. Ultrasound scan vagina - on (B)(6) 2016: fibroid uterus. Simple cyst left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 31-jul-2019: plaintiff fact sheet and medical records received: lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, anxiety, depression, device monitoring procedure not performed, uterine leiomyoma, uterine polyp. Outcome of pelvic pain updated to ¿recovering / resolving¿. Outcome of events ¿vaginal haemorrhage, menorrhagia¿ updated to ¿recovered / resolved¿. Verbatim ¿ pain¿ clubbed with event ¿pelvic pain¿. Severity of pelvic pain updated. Event onset dates updated. Concomitant product added. Removal date updated. Patient¿s medical history added. Reporter information, patient details, product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.